Event description:
Pt status post im open tibia fracture repair with nail on (B)(6) 2011 returned to surgeon for follow up visit. X-rays showed a non-union of the tibia. Pt was returned to the operating room on (B)(6) 2011 and the nail was removed. Pt was revised to a 12 mm nail.

Manufacturer narrative:
A review of synthes device history record for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Device used for treatment and not diagnosis. Information received from returned hospital questionnaire.

Event description:
Patient returned to surgeon approximately 6 months post op, (B)(6) 2011.